Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had exhibited high thresholds and it was revealed that it had become dislodged. The lead was initially programmed off but was then able to be successfully repositioned. The lead remains in use. No patient complications have been reported as a result of this event.